Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy due to the l5 lead being fracture. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the lead was explanted and replaced. Issue resolved.